Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was showing motor rate error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: the 3 pumps mentioned were going to be sent out for repair but were eventually fixed here in the shop. I cancelled the request on their end. Also, none of the events happened while the pumps were in use on a patient. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: no product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is subsequently returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4: correction: model number: 4000.